Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation'), pelvic pain ('chronic pain / pain') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. B09707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum bleeding. Previously administered products included for an unreported indication: toradol. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), tooth disorder ("dental issues"), autoimmune disorder (seriousness criterion medically significant) and complication associated with device ("device complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, depression, weight increased, tooth disorder, autoimmune disorder and complication associated with device outcome was unknown. The reporter considered autoimmune disorder, complication associated with device, depression, pelvic pain, perforation, tooth disorder and weight increased to be related to essure. The reporter commented: easy left tube insertion with 6 coils showing; difficult but good placement in right tube with 2 coils exposed. Essure removal date discrepancy : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: results: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: event perforation added. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure on left side'), fallopian tube perforation ('migration or perforation') and pelvic pain ('chronic pain / pain') in an adult female patient who had essure (batch no. B09707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum bleeding. Previously administered products included for an unreported indication: toradol. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), tooth disorder ("dental issues"), autoimmune disorder ("autoimmune disorder"), complication associated with device ("device complication") and complication of device removal ("retained essure after failed procedure"), was found to have weight increased ("weight gain") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (essure removal and salpingectomy and laparoscopic tubal cauterization with removal of fallopian tube and essure hysteroscopy with removal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fallopian tube perforation, pelvic pain, depression, weight increased, tooth disorder, autoimmune disorder, complication associated with device, endometrial ablation and complication of device removal outcome was unknown. The reporter considered autoimmune disorder, complication associated with device, complication of device removal, depression, embedded device, endometrial ablation, fallopian tube perforation, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: easy left tube insertion with 6 coils showing; difficult but good placement in right tube with 2 coils exposed. Essure removal date discrepancy : (B)(6) 2015, (B)(6) 2015 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporter information added. Events: embedded device, endometrial ablation, retained essure after failed procedure added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation'), pelvic pain ('chronic pain / pain') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. B09707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum bleeding. Previously administered products included for an unreported indication: toradol. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), tooth disorder ("dental issues"), autoimmune disorder (seriousness criterion medically significant) and complication associated with device ("device complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, depression, weight increased, tooth disorder, autoimmune disorder and complication associated with device outcome was unknown. The reporter considered autoimmune disorder, complication associated with device, depression, pelvic pain, perforation, tooth disorder and weight increased to be related to essure. The reporter commented: easy left tube insertion with 6 coils showing; difficult but good placement in right tube with 2 coils exposed. Essure removal date discrepancy : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. B09707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum bleeding. Previously administered products included for an unreported indication: toradol. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: easy left tube insertion with 6 coils showing; difficult but good placement in right tube with 2 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical records received: patient historical conditions, concomitant drug, essure lot number (b09707)and insertion details added. Company causality comment this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and the device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. In this particular case, the left tube insertion was difficult but overall placement of the coils was good. Later, plaintiff experienced unspecified complications due to which she underwent surgery to remove the coils. This case was classified as incident since device removal was required. The initial product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. B09707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum bleeding. Previously administered products included for an unreported indication: toradol. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), weight increased ("weight gain"), tooth disorder ("dental issues"), autoimmune disorder (seriousness criterion medically significant) and complication associated with device ("device complication"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, weight increased, tooth disorder, autoimmune disorder and complication associated with device outcome was unknown. The reporter considered autoimmune disorder, complication associated with device, depression, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: easy left tube insertion with 6 coils showing; difficult but good placement in right tube with 2 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and event chronic pain, depression, weight gain, dental issues, autoimmune disorder, pain added with essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. B09707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum bleeding. Previously administered products included for an unreported indication: toradol. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: easy left tube insertion with 6 coils showing; difficult but good placement in right tube with 2 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and the device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. In this particular case, the left tube insertion was difficult but overall placement of the coils was good. Later, plaintiff experienced unspecified complications due to which she underwent surgery to remove the coils. This case was classified as incident since device removal was required. Following the reception of lot number, the ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.